Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the drawer was difficult to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was difficult to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had difficulty opening and closing on the station. A field service engineer (fse) found no specific malfunctions during testing but identified wear and damage. The rails on both drawers were replaced, and the retractor band on drawer five was replaced due to severe deformation. Additionally, debris including pills was removed from the drawers during testing. The fse used the hardware test application to verify functionality, and the customer successfully recovered storage space and confirmed that all drawers and pockets operated correctly. The system functioned as intended after the field service engineer repaired the device.